Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's infusion device shut off without first providing an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.